Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 39 mg/dl. Reportedly, bg was due to basal iq not turning off basal throughout the night because of a continuous glucose monitor (cgm) alert. Reportedly, customer declined further troubleshooting and no further information was provided by the customer.